Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose. The customer's blood glucose at the time of incident was 40 mg/dl and current is 120 mg/dl. The customer treated low blood glucose with the food. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed the displacement accuracy test. The device was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and pillowing keypad overlay.